Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and the procedure was performed to treat a lesion in the left anterior descending (lad) with moderate calcification and mild tortuosity. The 3.0x48mm xience xpedition was implanted when a dissection was noted. Another unspecified stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.